Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. No intervention was performed. The patient was in stable condition.